Manufacturer narrative:
This product is registered as a combination product. As received, a partial connector portion was returned in one piece measuring 15.7 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is atherosclerotic cardiovascular disease (ascvd). No further information is available. Related manufacturer reference number: 2938836-2020-06417.